Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced intermittent stimulation and a fading sensation. The pt's stimulation would vary when pushing on the back. Impedance values were normal (700-1200 ohms). The pt had fallen in october. Several days later, it was reported the pt felt no stimulation though the pt programmer indicated the device was on. Additional info indicated the pt experienced a loss of therapeutic effect. The symptoms began on (B) (6) 2009. The device reportedly shut off by itself. Touching the lead/extension area turned the device off. The pt felt a need to increase the stimulation amplitude. The pt experienced shocking and jolting at times and when touching the connection. Impedance values remained normal. An x-ray had been done but the results were unk. Additional info has been requested.